Event description:
The lay user/pt contacted lifescan alleging that the product was having the following unresolved meter issue: one touch ultralink meter's communication keeps turning off when she turns it on. The pt's meter is being replaced. There were no allegations of harm or injury.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it . If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.